Manufacturer narrative:
Qn#: (B)(4). Preliminary evaluation of the returned device indicates the needle hub cracked.

Event description:
It was reported that the needle is broken prior to use on the patient.

Manufacturer narrative:
(B)(4). The customer returned one opened kit containing various components including an introducer needle for evaluation. The needle contained no obvious signs of use. Visual examination revealed one large crack in the needle hub. The returned introducer needle was attached to the returned ars and flushed. Significant leaking was detected from the cracked hub. A device history record review was performed with no relevant findings. The customer report of a separated needle hub was confirmed by complaint investigation of the returned sample. The needle hub contained one large crack. A device history record review was performed with no relevant findings. Based on the condition of the sample received, design caused or contributed to this event. A CAPA has previously been initiated to further investigate this issue. Corrective actions have not yet been implemented.

Event description:
It was reported that the needle is broken prior to use on the patient.